Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device has a white display. A white display can be indicative or a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report was submitted in error and is a duplicate of manufacturer report # 0003015876-2022-00777.

Event description:
The customer contacted stryker to report that their device has a white display. A white display can be indicative or a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.